Event description:
A report was received that the patient was experiencing burning sensation at the pocket site and was having charging difficulty due to the ipg being tilted. The patient underwent a pocket revision and was doing well following the procedure.